Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated.

Event description:
It was reported that the procedure was performed to treat am unspecified coronary artery. An unspecified nc trek balloon failed to deflate. The nc trek and unspecified guide wire were removed as a single unit. A new unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The UDI is unknown because the part and lot #s were not provided. B3: estimated date.